Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 months and 16 days.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had drainage from driveline site on (B)(6) 2017. The area was cleaned and cultured. The drainage site was tender with surrounding erythema. A culture of the site was performed which came (B)(6) for (B)(6). Patient's white blood cell (wbc) was 9.78 g/dl and temperature 98.2f. Patient was on oral antibiotics (bactrim ds) for 10 days and was on parenteral antibiotics (vancomycin) for 1 day. Patient visited the clinic for a follow-up. Patient was seen in clinic for follow up on (B)(6) 2017. The site improved, redness/ tenderness subsided. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient continues on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.